Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio then removed the analog pcb assembly for further evaluation where it was determined that the cause of the reported issue was an electrically shorted capacitor, designator c20. When capacitor c20 shorted it caused a fuse, designator f1, to open and a transistor, designator q8 to short, which prevented the device from powering on.

Manufacturer narrative:
(B)(4). The device was evaluated by a third party service agent who verified the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
It was reported to physio-control that the customer's device had all three icons (charge pak, attention and service wrench) present on the readiness display and will not power on when prompted. There was no patient use associated with the reported event.